Manufacturer narrative:
The system remains implanted pending a replacement procedure.

Event description:
Boston scientific received new information. There have been three alerts in the remote monitoring system for the high shock impedance measurements. Now the device has recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was scheduled for replacement and the physician was considering replacing the rv lead as well. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements from 60-120 ohms. Boston scientific technical services (ts) discussed troubleshooting options. This product remains implanted and in service. The physician will continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the system was viewed under fluoroscopy and no anomalies were observed. Additionally, lead to device header connections were verified to be appropriate. Defibrillation threshold (dft) testing was performed and noted shock impedance measurements of 89-95 ohms.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Laboratory analysis did not confirm the reported clinical observations related to shock impedance measurements.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced and the rv lead remains implanted and in service. No additional adverse patient effects were reported.